Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and found the latch/lock flex sensor was defective. The dso seal and flex sensor were both replaced.

Event description:
It was reported that the cassette did not lock. The event occurred during testing. There was no patient involvement. Device evaluation revealed a torn downstream occlusion seal and defective latch/lock flex sensor.